Event description:
It was reported that balloon rupture occured. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation at 4 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a non-bsc baloon catheter. No patient complications were reported.